Manufacturer narrative:
The user experienced hyperglycemia requiring medical evaluation while using the ilet. This situation can result in metabolic instability requiring medical management and is consistent with the reported treatment with IV fluids and monitoring. Engineering log review was not provided for this event and no device malfunction was reported or identified. The cause of the hyperglycemic event could not be determined based on the available information. Based on available information, the event remains of unknown cause. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose reported as high as 500 mg/dl, resulting in treatment at a healthcare clinic. The user was treated with monitoring and IV fluids and released the same day. The user recovered and ilet therapy was continued.